Manufacturer narrative:
The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. A medela clinician followed up with the customer on (B)(6) 2018, she indicated that the replacement pump was working without issue and she is no longer having pain or discomfort with pumping using 30 mm pumping' pal flanges that she purchased on her own. Medela is filing this report, which is considered a serious injury as it required medical attention (medication was prescribed).

Event description:
Om (B)(6) 2018 the customer alleged to medela llc that when she turns on her pump in style breast pump, the suction is fast and hard, causing her pain. She visited a doctor for the pain and was prescribed newman's original multi purpose cream.

Manufacturer narrative:
The device was returned without the customer's parts and accessories; therefore, it was evaluated with a medela lab kit on 03/23/2018 and it passed suction and cycle specifications. It was noted in the evaluation that the pump did have an abnormal noise. Refer to attached evaluation. The customer's complaint of low suction could not be confirmed. [(B)(4)].